Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that the implantable neurostimulator (ins) was no longer charging. Pt was extremely confused and said that they had the same external equipment from 2014 from their previous ins. Agent reviewed. Pt became very argumentative and combative and then said that the controller battery pack was the battery that hadn't been changed out when the ins was changed out in 2021 and so the controller battery was no longer charging and was dead. Agent reviewed. Pt continued to be very argumentative and combative. Agent reviewed controller lithium battery pack replacement with the pt as agent understood that the battery pack was no longer accepting a charge. Agent sent a request to repair to replace the lithium battery pack. Pt provided an updated address and phone number during the call. Agent sent an e-mail to patient registration service for update. When asked for the event date, pt said that they noticed that the device (ins) needed to be charged yesterday since they would feel the buzz from the stimulation and they wished they hadn't been able to feel the stimulation buzzing. Pt then went on to say that they went into healthcare provider (hcp) office almost 6 months ago and a manufacturer representative (rep) was talking to someone else about getting an ins and the other person considering getting an ins was asking if the ins battery could be seen. Pt said that they showed the other person where their ins was implanted and that it couldn't be seen. Pt said that then hcp told them that they had ins programming where patients wouldn't feel the stimulation but they would still get relief. Pt said that they wished hcp wouldn't have told them that since the buzzing 24/7 really got on their nerves. Pt never provided an event date.